Event description:
It was reported that during the time the pump was in use on a patient, the pump began making "odd noises" and a burning smell was noticed. The patient was transferred to another pump without any compications.